Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed as the complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility reported that a blood leak occurred approximately 25 minutes into the patient's hemodialysis (hd) treatment. An external blood leak was observed at the connection port between the bloodline and the dialyzer. However, the complainant alleged an issue with the bloodline, and did not feel that an issue existed with either the dialyzer or the hd machine. Additionally, no dialyzer damage was visible. The bloodline product is not a fresenius manufactured product. The patient's blood was returned, with the exception of approximately 50cc. Therefore, the patient's estimated blood loss (ebl) was noted as being approximately 50cc. The machine did not alarm and blood test strips were not used. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The machine in use when the event occurred was pulled from the floor, following the event, to be bleached and tested. The machine was found to be functioning properly; no calibrations or repairs were needed. The dialyzer was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.